Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box showed evidence of pump reboots. The battery compartment was found to be cracked. The battery cap was observed to be undamaged and was able to attach securely to the pump with no power loss occurring. The battery contact height and width measured within specifications. During testing, the ez-prime steps were performed correctly; no loss of power or call service alarms occurred. The pump case was removed and there was no evidence of loose components on the power circuit observed. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation.